Event description:
The customer reported being hospitalized for blood glucose levels over 600 mg/dl. The customer stated that she was not spilling ketones, but was feeling nauseated. The customer had changed the infusion set two days earlier, but did not try changing the infusion set again to solve the issue. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge.